Event description:
Additional information received indicated that the patient did not suffer from any injury due to the malfunction.

Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump under delivered and the pump did not alarm. It was reported that after a full day, the patient noticed that the cartridge was "still three quarters of the way full." It was reported that the medication was administered continuously via a subcutaneous route. Per reporter patient had a backup pump available and it was unknown if there was any patient injury due to the reported issue.